Event description:
It was reported that the device was not powering on. The customer was inquiring about the keypad replacement. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of npi 8015 not powering on. Technical support: 1. Plug the instrument into ac. 2. Check and/or replace the battery. 3. Check the fuses. 4. Replace the off-line switcher. 5. Replace the power supply board. 6. Return the module to the factory. Explained problematic fault to logic board to initiate power on. Customer might interchange either board to isolate problem fault. Customer mentions waiting for support from our remediation team to assist with return authorization (RMA). Customer will call back, to com for assistance if needed. Or, if any further issues and/or concerns need addressing. End call. A review of the device history record for sn (B)(6) was performed from date of manufacture 02/05/2019 to the present date 01/20/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. H3 other text : no product returned.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device was not powering on. The customer was inquiring about the keypad replacement. There was no patient involvement.